Event description:
As reported, the balloon on the swan-ganz catheter would not deflate on its own when testing, prior to putting in patient. There were no patient complications reported. Attempts to determine if the syringe was left attached to the gate valve during deflation were unsuccessful.

Manufacturer narrative:
One swan-ganz catheter was received with an attached monoject 1.5cc limited volume syringe. The introducer and contamination shield were not returned. The complaint of deflation difficulty could not be confirmed due to a rupture in the central area around 90% of the circumference of the balloon. The edges of the latex appeared to match up at the rupture site. All through lumens were patent without any leakage or occlusion. No visible damage was observed on the catheter body or returned monoject 1.5cc limited volume syringe. A review of the manufacturing records indicated that the product met specifications upon release. Neither the cause of the complaint, nor the cause of the damage found on the returned product could be conclusively determined; however, device handling may have contributed to the events. There was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time.